Manufacturer narrative:
(B)(4). Batch #: unknown. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: how was the post-op bleed addressed? Did the patient require another procedure/surgery to address the bleed? Were any blood products administered? An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that after a cystectomy procedure where the device was used, the patient experienced a post op bleed. The surgeon wasn¿t confident if it had anything to do with the device but stated he usually doesn¿t get many post op bleeds. Patient was ok and ¿recovered just fine¿.

Manufacturer narrative:
(B)(4) date sent: 2/8/2023 h6 health effect - clinical code: generalized disorders (e23) additional information was requested and the following was obtained: what anatomical structures the enseal x1 large jaw device was used on? Numerous in cystoprostatectomy was the enseal device used to seal the cystic artery? It was clipped were there any problems with the device during the original procedure? No were there any generator alert tones during the original procedure? No did the surgeon hear the end tone after every firing? Yes, always waited for end tone did the device latch close for every seal? Yes what is the surgeons experience with this device? Trialled it in the past but was using it because of a ligasure impact backorder when and how did they identify the post-op bleeding? Identified through patients blood pressure readings post op was the source of the bleeding identified? If yes, what was it? A pedicle, everything was sealed and hemostatic when dr. Farriey closed. How was the post-op bleed addressed? Re operation did the patient require another procedure/surgery to address the bleed? Yes were any blood products administered? No. Used clips and ties. The surgeon also said the patient had a full recovery with no long term impacts. He said he didn¿t blame the enseal device, he feels it was bad luck.